Event description:
Breast implant information: dow corning wright silastic ii, round, low profile, late issue (33-34 mm patch at 22-24 mm shell aperture, circular patch lettering, 13.5-13.7 shell diameter, decentered patch with central gel fill hole) size: 260 cc (both) shell mark: k-167 reversed reading direction) cat. No. Po14-0260 lot no. Hh119236 implants - left ruptured (equator, posterior, anterior, 0.1-11.0 mm), deteriorated shell surface with loss of barrier layer, focal gouging, calcific debris in gel, fluid oil gel implants - right ruptured (patch edge, anterior, 0.1-17.0 mm), deteriorated shell surface with loss of barrier layer, focal gouging, calcific debris in gel, fluid oily gel capsules - left thick, regular (0.5-0.9 mm)severely calcified with polycrystalline capsules - right thick, regular (0.7-1.1 mm)polycrystalline and plaque calcific deposits weight - left 224.6 gm (ruptured, extravasated) weight - right 243.7 gm (ruptured, extravasated). I'm writing to report an adverse event (many actually) related to having had dow corning silastic ii breast implants. I had them for 22 years. I had undiagnosed rupture for 16 years because doctors failed to connect my symptoms to my implants. Doctors that don't believe breast implants make women ill impede a timely diagnosis. I was never sent for the right diagnostic tests when I presented with symptoms that were textbook for rupture. It wasn't until I came to be under the care of a young resident doctor who was assigned my case because all of the local doctors had determined my symptoms were psychosomatic. This resident doctor looked me in the eyes and asked if I really believed there was something wrong. I replied, yes, I know there's something wrong, but nobody will find it because nobody is bothering to look. I showed him, using my hands, where I could feel something inside me. He ordered an ultrasound which diagnosed rupture. From there I requested an MRI, but was denied by a local surgeon. The one that hadn't bothered to properly investigate my symptoms. I persisted, and he finally said he would only order MRI if the radiologist thought it appropriate. The MRI proved to be an exact map of where I'd shown the resident doctor where I could feel something inside my chest wall. Because of the long standing nature of rupture, silicone had migrated deeply into my chest wall. I was explanted (B)(6) 2013. I was on death's doorstep. My explant surgeon told me my prognosis is poor. Despite having explant surgery I still have silicone in me and it continues to migrate. I have had multiple ultrasounds of my left breast. I have silicone outside of the areas of focus. I can feel it (as I could prior to explant) and I am noticing new lymph node involvement outside of the region of my breasts. For about 2 years post explant I had improvement in many symptoms but, after 6 months ago some of the symptoms started to return and coincided with feeling increased pain and localized symptoms in my left breast. You should be very interested to know that the local surgeon that failed to diagnose my rupture told me that moving forward he will not proactively send women with breast implants that are presenting to him with symptoms consistent with rupture for an ultrasound or MRI because he doesn't want to become involved. My story during implant the surgeon ripped an entire bundle of nerves in my left breast so I was in a lot of pain from the start! The nerves took about six years to heal and the pain finally subsided, but that was also the time that my implants had unknowingly ruptured. Immediately following implant I also noted that my breasts were really, really cold. And, the worst thing, which broke my heart, was when I returned home I realized that from that point I wouldn't be able to feel my children against my heart and their experience of hugging me would...